Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced at power up. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device s/n (B)(4) experienced system error 105. There was no patient involvement.